Event description:
Inaccurate glucose meter readings with new meter as compared to former meter. Dose or amount: check sugar. Frequency: 4x/ daily. Route: finger prick. Dates of use: (B)(6)2010 - present. Diagnosis or reason for use: diabetes.